Event description:
A caller reported receiving a cgm error 42, which was related to their g7 sensor. Technical support provided guidance on how to perform a complete pump reset and assisted the caller in executing the reset. After the pump reset, the caller did not encounter the cgm error code again and successfully initiated their sensor session. There was no adverse impact to the customer's blood glucose level.